Event description:
An endurant iis bifurcate stent graft and three endurant ii limbs were implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow-up CT scan over 4 years , a type ia endoleak and a suspected type ib endoleak were found by the radiology. 4 days later , the patient returned to the or for secondary intervention to treat the type ia leak and extend the distal seal in the rcia. A 28mm proximal cuff was deployed at the floor of the right renal, thus extending the proximal seal by 5 to 7 mm. Next, a 16 ¿ 20¿82 flared iliac limb was deployed on the right side to extend the distal seal by 1.5 to 2 cm, all the way to the right common iliac bifurcation. After ballooning the proximal and distal seal zones as well as overlapped segments, the initial completion angiogram showed a brisk type ia leak on the left lateral aspect of the graft. The physician then successfully deployed 10 endoanchors circumferentially at the top of the aortic cuff, specifically placing 7 anchors in the left anterior and left posterior quadrants. A second completion angiogram was performed which confirmed complete resolution of the type ia leak. The cause of the type ia and ib endoleaks were not provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c93e, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that no type ib was observed, but the right limb did receive an extension as a pre cautionary measure. It was reported in relation to a cause of the ia endoleak, the patient was initially treated for a rapidly expanding aneurysm, so possibly a combination of continued disease progression and initial placement of the main body about 5mm distal to the renal may have caused the event. A4: updated b7: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed on the images provided, however the cause of the event could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy and earlier post-implant films were not provided for comparison. It is likely that disease progression with aneurysm morphology changes over the ~3 years post implantation may have contributed to this type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.